Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrates'), perforation ('perforates other organs'), pregnancy with contraceptive device ('900 women in our group have become pregnant') and autoimmune disorder ('autoimmune disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and inflammation ("chronic inflammation") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, device dislocation, inflammation, perforation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- device dislocation, perforation, pregnancy with contraceptive device, autoimmune disorder, inflammation. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrates'), perforation ('perforates other organs'), pregnancy with contraceptive device ('900 women in our group have become pregnant') and autoimmune disorder ('autoimmune disorders') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant) and inflammation ("chronic inflammation") and were found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the device dislocation, perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, device dislocation, inflammation, perforation and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- device dislocation, perforation, pregnancy with contraceptive device, autoimmune disorder, inflammation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.